Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hosp that the pt's pump was exchanged. A reason for the pump exchange was not provided. Additional info was received from the vad coordinator that the pump was exchanged due to a chronic driveline infection. The pt has been on IV antibiotics long term with multi organisms noted per cultures in the past. The vad coordinator also reported that the pump exchange was not device related. The pt has since been discharged and is at home doing fine.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.